Event description:
A nurse contacted baxter (B)(4) regarding an ultrafiltration issue that occurred with a tina hemodialysis machine, during use, while the patient was connected. The nurse stated that during therapy the machine did not ultrafiltrate the 2.4 kg as programmed. There was a patient involved, but no patient injury or medical intervention was indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). Evaluation: this complaint was confirmed during evaluation of the device and the root cause was determined to be a damaged regulator. A visual inspection was performed with no issues noted. A functional evaluation was performed and a damaged regulator was noted. A device history review was performed with no issues noted. A service history review was performed and a previous service event on (B)(4) 2012 contributed to this reported problem.

Manufacturer narrative:
(B)(4). No sample was returned for evaluation as the device was evaluated by the field service engineer (fse) at the customer location. A follow-up MDR will be submitted if additional information becomes available.